Manufacturer narrative:
A.5 race is unknown. The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. A visual inspection of the pump revealed biomaterial on the impeller. The pump was run at p-9 in water and the low pump flow was reproduced. The pump was re-examined after the run and it was found that the biomaterial remained on the impeller. The cause of the low pump flow was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp was placed with a flow rate of approximately 3.5 liters per minute (l/m). Reportedly, the flows suddenly dropped to 0.61 l/m and flows were unable to be increased. The placement of this impella was aborted due to concerns that a clot may have been ingested. However upon removal, a clot was not visible on the cannula. The pump was replaced with another impella.